Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 10:00am at home. Caller stated that the end-user would not wake so she tested his blood glucose was using his prodigy meter and she received a result of 78mg/dl. A normal result for him around that time of day is usually around 100-110mg/dl. The paramedics were called about 5 minutes after testing with the end-user's meter. No additional blood glucose testes were performed with the prodigy meter. Caller stated that she attempted to give the end-user juice while waiting for the paramedics to arrive, she did not give him any other food or medications. The end-user is prescribed 128 units of tresiba that was not taken. Paramedics arrived within 10 minutes and tested the end-users blood glucose with their meter and received a result of 38mg/dl. Caller stated that the paramedics administered glucose by IV to treat his low blood glucose. The end-use was then transported to (B)(6) general hospital located at (B)(6) by the paramedics. Upon arriving at the hospital, the end-users blood glucose was checked but the caller did not recall what the result was. The caller stated that the end-user was given mashed potatoes, soup, pudding, and a glucose drink to raise his blood glucose. Caller stated that the end-user was given an EKG chest x-ray and had normal results. The caller stated that the end-use was in the hospital for 3 hours. The end-user was told to eat 2,000 calories a day and to gradually resume his normal activities when he was discharged from the hospital. The end-users blood glucose was 151mg/dl when he was discharged. No additional information was provided.